Event description:
It was reported that customer experienced repeated malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump needed replacement, a replacement pump was arranged, while information about customer¿s backup insulin therapy was declined.